Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator had not been able to communicate via radio frequency telemetry. On (B)(6) 2018, the asymptomatic patient presented in clinic and programming changes were successful in restoring the device¿s radio frequency communication.